Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor signal not found. The customer's blood glucose reading was unknown. The customer stated that he broke two sensors and had to go to the doctor. The customer declined to troubleshoot. The product was returned for analysis.